Manufacturer narrative:
The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Patient or user involvement: no. Patient or user harm: no. Case description: customer reports error code 13-1064-1049 on their 8100 (sn: (B)(4). Case resolution: - informed customer this is a software related issue. - customer was not familiar with flashing units, and had a freshly installed version of systems maintenance. - after remoting into customers desktop, I began to walk them through setting up systems maintenance. - first we exported, and then imported their network configuration from an 8015. - when units are received back from repair, or out of box, they will now be able to transfer their network configuration. - after locating their poc software, next we mapped their firmware files to systems maintenance in order to flash devices. - finally we flashed the 8100 and the system rebooted with no reported errors. - informed customer to perform preventative maintenance before placing back in operation. Ended call.